Event description:
It was reported that pump displayed malfunction message with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if any malfunction message appeared again.